Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with cervical spondylotic myelopathy underwent anterior cervical decompression and fusion at c3/6 and corpectomy at c4/c5 and then graft bone(autograft) was filled. Post-op, it was found that the plate backed out. As x-ray has not been confirmed, neither severity nor detail is known. If bone union is achieved during follow-up, re-operation will not be conducted. Patient complications have not been reported as a result of this event.